Manufacturer narrative:
Evaluation results: based on the information received, root cause is undetermined. Evaluation conclusion: based on the information received, root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
Patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis, severe calcification and middle tortuosity). The scuba stent system is design for the treatment of obstructive disease of protective peripheral arteries below the aortic arch i.e. Iliac and proximal common femoral artery and not for use in the subclavian artery.

Event description:
Device evaluation: no traces of radio opaque solution were detected into the inflation line. A visual analysis and a tactile inspection were carried out on the device: the stent was found un-positioned; it was shifted towards the proximal marker. The visual inspection of the balloon has shown the typical marks of the stent crimping. The balloon ends were found slightly higher compared to the stent, this is connected to the heat setting procedure performed at the manufacturing step in order to maintain the stent in the allowed position (within the two markers). The stent length end crossing profiles were measured and they are in compliance with product specifications as well as the stent crossing profile that it is within the limits. A guide wire 0.035' as inserted through the guide wire lumen and advanced for all catheter length: it was not reported any sign of frictions during the test, the guide wire easily advanced from the tip to the hub. The device was easily advanced through a 6 french introducer sheath without any difficulties. No other abnormalities were detected on the device.

Event description:
The physician was attempting to use scuba co-cr stent. No abnormality in device inspection and preparation before use. Angiograph results showed 90% stenosis, severe calcification and middle tortuosity in the arteria subclavian artery, no pre-dilatation was carried out. No friction with guide wire or guide catheter. No resistance noted during delivery to the lesion. During the surgery, the scuba stent dislodged from the device when advancing to the lesion. The physician removed the stent with the delivery system and changed to a new device (same size) to complete the surgery. No clinical sequelae reported, however it was reported that the procedure time was longer. ¿please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.